Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2017-00034, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerns a (B)(6) male patient of unknown origin. Medical history was not reported. Concomitant medications included insulin glargine for unknown indication and many other medications that were not provided. The patient received insulin lispro (rdna origin) injections (humalog) cartridge via a humapen savvio 3 ml (blue) and humapen luxura (burgundy) for the indication of diabetes; 20 units three times a day, starting sometime in 1997. On (B)(6) 2017 while using insulin lispro she had issues with humapen savvio and humapen luxura, the button could not be pressed down and no insulin came out which resulted in a missed dose (product complaint [pc] (B)(4)/lot number 0612b03 pc (B)(4)/ lot number 0158v03). He was administered to hospital due to his sugar levels. No additional information was provided. Information regarding corrective treatment, outcome of the events, discharged of hospitalization was not provided. Insulin lispro status treatment was ongoing. The operator of the humapens savvio and humapen luxura was the patient and his training status was not reported. The general duration of use of the humapen savvio 3ml and the duration of use of the suspect humapen luxura 3ml were not reported. The status of the devices was not provided. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro or the humapen savvio or to humapen luxura. Update 13-feb-2017: upon review of the initial source information from 06-feb-2017, the case was opened to update the device from a humapen luxura half dose (hd) to a humapen luxura burgundy based on a verifiable lot number; update the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 14mar2014 . No further follow up is planned. This report is associated with 1819470-2017-00034, since there is more than one device implicated. Evaluation summary a caregiver reported on behalf of a male patient that when priming his humapen luxura device, the button can be pressed and "goes straight through," but no insulin comes out. He missed his insulin dose and experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch 0612b03, manufactured december 2006). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect device not working. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerns a (B)(6) -year-old male patient of unknown origin. Medical history was not reported. Concomitant medications included insulin glargine for unknown indication and many other medications that were not provided. The patient received insulin lispro (rdna origin) injections (humalog) cartridge via a humapen savvio 3 ml (blue) and humapen luxura (burgundy) for the indication of diabetes; 20 units three times a day, starting sometime in 1997. On (B)(6) 2017 while using insulin lispro she had issues with humapen savvio and humapen luxura, the button could not be pressed down and no insulin came out which resulted in a missed dose (product complaint [pc] (B)(4)/lot number 0612b03 (B)(4)/ lot number 1508v03). He was administered to hospital due to his sugar levels. No additional information was provided. Information regarding corrective treatment, outcome of the events, discharged of hospitalization was not provided. Insulin lispro status treatment was ongoing. The operator of the humapens savvio and humapen luxura was the patient and his training status was not reported. The general duration of use of the humapen savvio 3ml and the duration of use of the suspect humapen luxura 3ml were not reported. The humapen savvio was returned on 15feb2017, and no malfunction was found. The humapen luxura was not returned. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro or the humapen savvio or to humapen luxura. Update 13-feb-2017: upon review of the initial source information from (B)(6) 2017, the case was opened to update the device from a humapen luxura half dose (hd) to a humapen luxura burgundy based on a verifiable lot number; update the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 14-mar-2017: additional information received on 14-mar-2017 from the global product complaint database added the device specific safety summary and manufactured date for both devices; added the return date for the humapen savvio; updated the malfunction field to no for the humapen savvio; added the humapen luxura was not returned; update the lot number for the humapen savvio to (B)(4); updated the medwatch and european and canadian required device reporting elements for devices; and updated the narrative.